Event description:
Major pump unit(s) involved: blood pump. Specify component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: thombus on inflow bearing. Specific component(s) involved: pump drive unit malfunction. Additional text: thombus on inflow bearing. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.